Manufacturer narrative:
On march 6, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a crease was noted on the anterior view. Additionally, a tear measuring approximately 12.4 cm was observed within the crease. The evaluation determined that the rupture is consistent with a crease fold rupture. It should be noted to handle the implants with care during implantation as excessive force or improper handling might cause the issue reported. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during breast surgery, a 325cc mentor memorygel breast implant ruptured in the doctor¿s hands. The product was never placed in the patient. There was no adverse event or patient consequences.